Manufacturer narrative:
Additional information:evaluation cannot be performed because the device was retained by the patient. There is no evidence that the device failed to meet specifiactions.

Event description:
Pt complained of knee pain. At the time of surgery, the patella showed a little wear. The surgeon removed the patella and cemented in a new one.